Event description:
It was reported that guidewire detachment occurred. This 300cm, 8cm v-18 control wire was used during an interventional radiology procedure. Post procedure, a wire fragment was left inside the patient. Multiple guide wires were utilized during the case, making it impossible to determine which specific wire was responsible. The wire fragment was not removed, as it was determined that removal was not in the patient's best interest at that time. There were no patient complications as a result of this event.

Manufacturer narrative:
Two 300cm, 8cm v-18 control wires with lot number 0036228372 and 0036142610 and one v-18 wire with unknown lot number were used in the patient. Detailed initial reporter, facility information, and additional event details were not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. If additional details become available, a supplemental report will be submitted.